Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the patient controller was displaying replace battery soon. Patient using tonic therapy and receives getting great pain relief from the device system. A surgical intervention to replace the implantable pulse generator is anticipated in the near future. No further information is available.

Event description:
New information received states that the device was explanted, and a new device was implanted. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.